Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the syringe needle was blocked after inserting it through the cartridge septum. Customer changed the syringe needle to resolve the issue. There was no reported impact to customer's blood glucose.